Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During unpacking, the catheter was found to be kinked, but since there was no other available stent, they attempted to still use the device. During the procedure, the stent was unable to be deployed. The stent was removed fully covered by the outer sheath. The procedure was rescheduled and was successfully completed. There were no patient complications as a result of this event. Note: it was reported that "upon opening the package there was a visible kink in the catheter. Due to it being their only available stent they tried to use it anyways." Per the IFU, "before use, examine the outer surface of devices which are intended to be inserted into a patient or used during procedure. Do not use a device that has unintended rough surfaces, sharp edges or protrusions which may cause harm. Cut, burned or damaged device insulation may cause unsafe currents in either patient or operator."